Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the fluid leak was not determined due to no product returned and insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left femoral artery in a 39-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai stage d. During support, a purge pressure low alarm was noted on the controller, and a leak at the purge disk was identified. The purge cassette was changed by the rn, with no continued leak noted and the alarm resolved. The rn was encouraged to notify the local team of any recurrence. Subsequently, care was withdrawn and patient expired. The reported events are fluid leak, device revision or replacement, and death. The impella cp will be conservatively reported for death because the device was in use at the time; however, the death is more plausibly attributed to the patient¿s underlying critical condition, as they presented in scai stage d cardiogenic shock.